Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the collimator would not initialize. The rotor motion controller, collimator and cables between collimator and motion controller were replaced. System is ready to use. The collimator and cables have been received by the manufacturer, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed an "error initializing collimator" message when the system was booting up. There was no patient present when this issue was identified.

Manufacturer narrative:
Rotor motion controller part has not been received by manufacturer for analysis. Investigation of returned suspect rotor cable, was unable to confirm the reported problem. Rotor motion controller was installed in test imaging system and the system readied as expected. Collimation and both 2d and 3d imaging were successful. No problem found. Investigation of returned collimator cable was unable to confirm the reported problem. Installed cable assembly in test imaging system and the system readied as expected. Collimation and both 2d and 3d imaging were successful. No problem found. Investigation of returned suspect collimator confirmed the reported event was confirmed by physical damage to the collimator drive cable. Visual inspection of collimator notes the drive cable is loose which would cause a collimator initialization error. Did not system or fixture test due to condition of collimator.